Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular tachycardia (vt) which was appropriately detected. Oversensing was observed once the vt restarted. The rhythm sped up and eventually converted on its own resulting in an untreated event. This patient felt presyncopal during this time. Technical services (ts) discussed reducing the rate cutoff. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular tachycardia (vt) which was appropriately detected. Oversensing was observed once the vt restarted. This patients rhythm accelerated on its own and eventually converted on its own resulting in an untreated event. This patient felt pre syncopal during the time of the vt prior to detection. Technical services (ts) discussed reducing the rate cutoff. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Removed ar-d codes: rhythm acceleration and delayed charge time codes. Removed patient syncope code; replaced with no clinical signs, symptoms or conditions, per medical review request. Updated complaint summary field.